Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer also reported that the insulin pump alarmed displayable history cyclic redundancy check failed on startup. Customer's blood glucose levels were not included in the report. Advised customer to monitor the insulin pump. Also, advised customer that he may continue to wear the pump until his replacement arrives. Product is being returned and replaced.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for several days and no alarms were noted. The pump passed the error test. However, an alarm was found in the alarm history file due to corrupted history file. The pump was programmed with 10 unit boluses and all registered properly in the bolus history. No slow delivery noted during testing. The pump was received with intermittent button response due to a flattened esc, act and up button dome switch. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a scratched keypad overlay and minor scratches on the lcd window.